Event description:
It was reported that during stent graft deployment, the stent graft could only be deployed 2cm. Further attempts to deploy the stent graft were made until the blue sheath stretched and broke. The remainder of the stent graft was able to be deployed at the intended treatment site, and the delivery system and guidewire were removed simultaneously. No report of patient injury.

Manufacturer narrative:
The device was returned for evaluation. Based on the evaluation results, it is confirmed that the deployment mechanism was actively used and that the outer sheath ruptured during deployment. The necking and elongation of the outer sheath observed led to the conclusion that high friction forces were present in the system, which made stent graft deployment impossible. No indications for manufacturing or process related issues were found. Potential factors that could have led or contributed to the event reported have been evaluated. The event may have been associated with difficult anatomic conditions of the patient. In this case, it was reported that a left brachial approach was used for the stent graft deployment and that the stent graft delivery system had to go through a tight 90 degree turn. Furthermore, insufficient flushing of the device may have been a contributing factor for the reported event, although it was reported that both parts were flushed before insertion. Based on the information available and the evaluation of the returned device, a definite root cause for the reported failure to deploy could not be determined. The instructions for use (IFU) sufficiently addresses the potential factors for the reported issue. The IFU states (under preparation): "..flush the stent graft lumen with sterile saline..." The IFU also states: "the fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms." A definite root cause for the reported event could not be determined. The fluency plus tracheobronchial stent graft is indicated for the treatment of tracheobronchial strictures. The application reported represents an off label use of the device. The lot number was provided. A review of the device history records is currently being performed.